Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks and antitachycardia pacing from their implantable cardioverter defibrillator. The high voltage therapies were all appropriately delivered for a ventricular tachycardia. It was noted that the antitachycardia pacing failed to convert the rhythm. The shocks slowed the rate into the monitor only zone resulting in delayed therapy. It was also noted that the device was oversensing p-waves. Programming changes were performed. The patient tolerated everything well and no consequences were noted.